Event description:
It was reported to philips that the device would not process the ECG reading and the patient connector was not functioning. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to multiple parts needing to be replaced to bring the device back to working condition. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca, internal memory card, patient assembly and display cover. The parts were replaced to resolve the reported issue. The device remains at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device would not print the 12 lead. There was no reported patient involvement.